Manufacturer narrative:
Multiple attempts were made to reach the patient and gather additional information about their hospitalization and the reported concerns, and were unsuccessful. The device has not been returned for this investigation. Should the device be returned at a later date a supplemental report will be filed.

Event description:
The patient reported that they were receiving elevated readings from their livongo blood pressure monitor. The readings caused the member to seek medical attention from the hospital.